Event description:
It was reported that the cc4204a +23.0 diopter collamer single piece lens tore as the surgeon was inserting it. The lens was cut and removed from the eye without any patient injury. This is one of two lenses the surgeon attempted to insert in this patient. The third lens was successfully implanted. The reporter stated a new tech was being trained and the incident was the result of a tech/loading error. See manufacturer report #2023826-2013-00197.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. No known consequences or impact to the patient. Torn material. Evaluation results: visual inspection of the returned lens showed the lens was received in liquid, torn into three pieces and a piece of the optic was torn off and missing. (B)(4).